Event description:
It was reported that the system displayed a collimator iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.